Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that arteriotomy closure of a calcified common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous transluminal angioplasty (pta) interventional procedure. Reportedly, when the needle plunger was removed there was no suture present and during removal the proglide device became stuck in the artery and was unable to be removed. The patient was taken for emergent surgery to remove the device. The level of anesthesia was changed from local to general anesthesia for the surgery. The patient had developed a large hematoma and hemofiltration was performed to reduce the size of the hematoma and resorb it. Additionally, a blood transfusion was given. Surgical suturing was performed to achieve hemostasis. The patient remained hospitalized in the intensive care unit since (B)(6) 2018; therefore, hospitalization was prolonged. As of (B)(6) 2018 the patient was reported to be in stable condition. There was a clinically significant delay in the procedure or therapy due to the emergent surgery to remove the proglide device. On (B)(6) 2018, the patient final outcome indicated that the patient was in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was confirmed. Entanglement of the device could not be replicated in a testing environment as it was based on operational circumstances. However, it is likely that needle deflection during plunger deployment due to interaction with calcification or failure to maintain a stable position of the device with respect to the tissue tract resulted in the needle to cuff miss/suture retrieval issue and difficultly removing the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect of hematoma and treatment of surgical exposure are potential adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.